Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate but after testing the device for hours he could not duplicate the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the speed of a centrifugal pump 5 (cp5) could not be controlled during procedure. The device was used for two more cases later on without problems. There was no report of patient injury.